Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the button was not responding. The customer's blood glucose was 236 mg/dl. While troubleshooting, the customer stated that she was dancing prior to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump received with broken reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.